Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator head with all the seven bands attached.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle, ligator housing, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, some of them were moved and overlapped. The trip wire was cut, possibly at the time to remove the device. The ligator housing teeth were found bent and damaged. The suture hole was in good condition. The handle slot had evidence of that the trip wire was secured. Per media analysis on the provided photo, it showed the handle assembly, ligator head and the irrigation tube; however, no problems were identified based on the photo. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped. It is possible that the device may have been exposed to excessive force when deploying the device, consequently, damaging/bending the ligator housing teeth. There is evidence that the device that the trip wire was secured, so there is no evidence telling us that the device was used in an inappropriate way at the time when the device was being prepared to be used (before the procedure started). Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator head with all the seven bands attached.